Event description:
A surgeon reported a pt experienced a posterior capsule tear while polishing after aspiration of cortex. There was no vitreous loss. The intraocular lens was implanted, and the surgery was completed. The surgeon suspects a burr on the new tip may have caused the event. The condition of the pt is "good". Additional info has been requested.

Manufacturer narrative:
A company representative has received a sample and it is intransit to the MFR. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).